Event description:
It was reported that tandem mobi pump unexpectedly reset. There was no reported impact to the customer¿s blood glucose level. Technical support explained that pump reset was part of routine system check and built-in safety feature, informed caller that insulin on board and maximum hourly bolus were reset to zero, that continuous glucose monitoring sessions needed manual restart, and that cartridge had to be reloaded, and customer acknowledged instructions and successfully resumed insulin delivery.